Event description:
The customer reported that the system failed to boot up correctly. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger was evaluated and the system footswitch was cleaned. The system was tested and found to be working as intended and returned to service.